Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain bladder. Concurrent conditions included back discomfort, lower abdominal pain, endometriosis, right lower quadrant pain, vaginal discharge, abdominal pain, fatigue, weight gain, headache, hair loss and dyschezia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia painfull intercourse"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), migraine ("other (list): migraine"), inflammation ("inflammation"), infection ("infection") and vaginal discharge ("irregular discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder, allergy to metals, migraine, inflammation, infection and vaginal discharge outcome was unknown. The reporter considered allergy to metals, dyspareunia, genital haemorrhage, infection, inflammation, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: essure coils 3 on right and 5 on left diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: (a) fallopian tube, left, risk reducing salpingectomy unremarkable fallopian tube seen in full cross section; unremarkable fimbriae. Coiled foreign body identified (see gross description). (B) fallopian tube, right, risk reducing salpingectomy: unremarkable fallopian tube seen in full cross section; unremarkable fimbriae. Coiled foreign body identified (see gross description). Amendment: the report was amended for the following reason: the coding of event "irregular discharge" was updated from ¿discharge¿ to ¿vaginal discharge¿. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain bladder. Concurrent conditions included back discomfort, lower abdominal pain, endometriosis, right lower quadrant pain, vaginal discharge, abdominal pain, fatigue, weight gain, headache, hair loss and dyschezia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia painfull intercourse"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), migraine ("other (list): migraine"), inflammation ("inflammation"), infection ("infection") and vaginal discharge ("irregular discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder, allergy to metals, migraine, inflammation, infection and vaginal discharge outcome was unknown. The reporter considered allergy to metals, dyspareunia, genital haemorrhage, infection, inflammation, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: essure coils 3 on right and 5 on left . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: (a) fallopian tube, left, risk reducing salpingectomy unremarkable fallopian tube seen in full cross section; unremarkable fimbriae. Coiled foreign body identified (see gross description). (B) fallopian tube, right, risk reducing salpingectomy: unremarkable fallopian tube seen in full cross section; unremarkable fimbriae. Coiled foreign body identified (see gross description). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain bladder. Concurrent conditions included back pain, lower abdominal pain, endometriosis, right lower quadrant pain, vaginal discharge, abdominal pain, fatigue, weight gain, headache, hair loss and dyschezia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia painful intercourse"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), migraine ("other (list): migraine"), inflammation ("inflammation"), infection ("infection") and discharge ("irregular discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder, allergy to metals, migraine, inflammation, infection and discharge outcome was unknown. The reporter considered allergy to metals, discharge, dyspareunia, genital haemorrhage, infection, inflammation, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure coils 3 on right and 5 on left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: (a) fallopian tube, left, risk reducing salpingectomy. Unremarkable fallopian tube seen in full cross section; unremarkable fimbriae. Coiled foreign body identified (see gross description). (B) fallopian tube, right, risk reducing salpingectomy: unremarkable fallopian tube seen in full cross section; unremarkable fimbriae. Coiled foreign body identified (see gross description). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.